Event description:
Caller states that the plastic at the top part of the back of the inform base appears to be melted. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.